Manufacturer narrative:
(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the sample was returned with its staples properly aligned. The stapler was received with 27 staples left in the cartridge indicating that at least 8 staples were fired by the end user. Functional inspection was performed to simulate insertion into the skin, the stapler was fired into a foam pad. Both staples fired were able to engage and close into the foam. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "jamming" could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned stapler. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that it was very difficult to insert the staples because they were jamming in the stapler when the handle was pressed.

Manufacturer narrative:
(B)(4). Complaint voided: this complaint - MDR file# 3003898360-2018-00826 (B)(4) is voided, because it is a duplicate of MDR file #3003898360-2018-00732 (B)(4). Please make a note of it.

Event description:
It was reported that it was very difficult to insert the staples because they were jamming in the stapler when the handle was pressed.